Manufacturer narrative:
The automated impella controller (aic) data logs and console were returned for evaluation and analysis. Data analysis of the aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing) and a battery 1 communication failure alarm (smbus communication loss or sda short) due to low pack voltage. There was an unexpected controller shutdown alarm was likely because the user had shut off the console via the battery transport connection switch. The ltpowerdata from the complaint date showed cell imbalance with battery 1 which caused battery pack internal electronics to shut down that battery. The console was tested, and the failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure. This report is being filed as part of a retrospective review of historical records.

Event description:
During training when the automated impella controller (aic) was powered up, a received battery failure error and battery communication failure were experienced. There is no patient associated with this event.